Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the battery to the first bladder stimulator quit and another was installed; it worked, but not just working as good like the first one. Ever since they had the new implant put in, they had not had therapeutic benefit. The patient had seen their doctor and each time they put a new battery in and each time it worked for another couple of days before the need for another battery, battery, and more batteries; it was noted the batteries on the patient¿s device kept going out and they kept going through batteries. It was clarified that the doctor would change the aaa alkaline battery in the patient¿s programmer and the ins seemed to work for a few days but then it would go back. It was confirmed that the patient programmer batteries were changed often, and that there was no allegation of the patient programmer eating through batteries too quickly. The patient had not tried changing programs or had the device reprogrammed. The patient did not have any problems during the day, but had put up with the nights; as soon as their feet hit the floor on their way to the toilet, they lose all control. This went on every one to two hours and it was new pads and changing again their night clothes. It was noted the patient was going through a lot of pads. The patient was not feeling stimulation and the therapy was on. The patient was on program 2 at 4.2v and increased but felt nothing, and tried program 1 and program 4 and reached the upper limit and felt no stimulation. The patient then tried program 3 at 1.2v and felt stimulation in the correct area (i.e., bike seat). It was noted that the patient would monitor their symptoms and contact their healthcare provider (hcp) if they don¿t resolve. It was also reported that the second installed battery was not as smooth under the patient¿s skin like the first one; it was noted to be lumpy and the patient had not discussed this with their hcp as they figured it was just the way surgery was done and there was nothing to be done. No further complications were reported/anticipated. Additional information was received from a consumer stating they had a stimulator that was not working. The patient confirmed it was the same as the previous issue they called about. The patient stated that all 4 programs had not worked and if they had problems their doctor told them to go to the ER. The patient was redirected to follow up with their healthcare provider for a possible reprogramming. The patient stated they had tried all 4 and it was about 45 minutes of program after program. It was reviewed that it takes a while for the body to get adjusted to settings and the patient may want to monitor symptoms after a change had been made. The patient further stated it did not work for symptoms but still had the device on and it just stopped right away, and further stated it never went on. The patient further clarified that after the previous call they felt stim after the 45 minutes of troubleshooting at 1.7 or 1.5 but after they hung up and put a clean pad on to make sure it was not dripping but they were dripping right away, meaning still having symptoms. The patient stated their pads were filling up with urine. The patient then turned up stimulation above 1.7v and it started hurting them. The patient further stated they left it at that setting because they thought it would work but after a while they were sore and then they turned it off. The change in therapy/symptoms was noted to be sudden. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's second device never worked and she went though that for 5 years. The patient stated that her health care professional told her it wasn't broken, but it was the batteries. The patient mentioned that she spent a lot of money on the batteries. There were no further symptoms or complications reported or anticipated.